Manufacturer narrative:
The pump is not available for evaluation, as it was not explanted and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a stroke while at home. A head CT scan was taken at the hospital and revealed a large left intraparenchymal hematoma with associated midline shift. The patient was non-responsive and the family requested comfort measures and expired on 09/17/2014. The patient was being worked up for sepsis at the time of his death. It was also reported that there were no issues with the pump prior to the patient's death.